Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection was known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.